Event description:
My mentor smooth saline breast implants placed (B)(6) of 2002 wreaked havoc on my entire body starting roughly 7 years ago, with significantly increasing symptoms over the last 2 years. This left me no choice but to explant on (B)(6) 2019 with no insurance assistance toward the (B)(6) cost. While the implants were elective, the possible side effects were not disclosed. I was told that they were "lifetime devices" and that if they were to leak, my body would simply "absorb the saline." Upon removal, I questioned the surgeon as to the discoloration and darkness of the port in the implant. He informed me that it is an indication that the implant was breaking down. I suffered from shooting chest, neck, shoulder and breast pain due to the severe scarring go on the anterior wall and from the capsule to the chest wall, encircling the muscles. This restricted my movement and ability to breathe for years. Severe inflammation throughout my body affected my sinuses, hearing, eye sight, lymph nodes, liver, kidney, intestines, urinary tract, and throat. I had migraines and dizziness. I've been to numerous drs, ent's (3) including (B)(6) for ear and throat pain/pressure. Gastroenterologist, dentists (2), maxillofacial, general medicine, chiropractor, gynecologist and most recently my explant surgeon. I suffered from hair loss and rashes, heart palpitations, elevated liver enzymes, chronic diarrhea (1 1/2 years), low vitamin b levels. My diagnoses of "inactive ebv, cmb, and hpv" (which resulted in 3 surgeries including hysterectomy 3 years ago) was frightening, and then later came back as normal. I did not test positive for ana markers, but my eosinophils tested above the 500 range just prior to explant. My quality of life has been reduced due to numerous health issues from these implants and the undisclosed side effects. The financial burden of the numerous office visits, tests, procedures, medications surgeries, not to mention travel to and from and time off from work, is astronomical. I was a healthy, well-educated individual. My late husband and I researched and asked all of the right questions, concerned about my health and possible side effects. We were assured of their safety as my consultation wasn't too far from the (B)(6) law suits of the 90's. Perhaps if I'd been informed to switch them out at year 10, I wouldn't have had so many health issues. Perhaps that wouldn't have changed anything. Nonetheless, I feel cheated and misled by mentor and the breast implant industry. FDA safety report ID# (B)(4).